Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A follow up call with a peritoneal dialysis (pd) patient¿s contact on an unrelated event revealed the patient expired at the hospital on (B)(6) 2017. The cause of death is unknown. The patient had not discontinued pd treatment, but it is unknown if the patient was completing a treatment at the time of death or if any fresenius products were used in the hospital. There is no information available as to the cause of the hospitalization or when the patient was admitted. No other information is available at this time.